Event description:
It was reported that during an unknown procedure, the hand piece would not test. It did not pass the pre-test. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/2/2007. Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. An error code was noted. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.